Manufacturer narrative:
Product ID 3889-28, lot# j0425076v, implanted: 2004 (B)(6); product type lead product ID 3031a, serial# (B)(4), product type programmer, patient product ID 3095-10, serial# (B)(4), implanted: 2004 (B)(6); product type extension (B)(4).

Event description:
It was reported that the patient had her lead wire moved ¿the monday before last¿ and she had not noticed any difference since then. The patient stated that it was moved because, she was not feeling it where she was supposed to, so they thought it had shifted. The patient stated that the problems with the suspected lead shift started a couple months ago, if not longer. The patient had surgery to move the lead and they set up programs and ¿the whole bit.¿ the patient noted that she had therapy for her bladder and rectum, and it was not working for her bladder. The patient stated that it did not feel like anything was on. However, the patient saw the stimulation was turned on and she could see the lightning bolt. The patient stated that the very first time she had it in the very beginning she could feel the ¿pulses or whatever,¿ but then within a couple days she was not feeling anything. However, the problems with her bladder not emptying ¿just worked right away.¿ the patient was also having symptoms coming back that she had before of her hands and leg going numb. The symptoms started ¿about not even a week ago.¿ the patient noted that she had these symptoms prior to the lead surgery. The patient was not even sure if these symptoms were related to the therapy because, she was getting pain and numbness and when she was in the bathroom she could not get up. The patient had to pull herself up because, she could not put any pressure on her leg. The patient thought that these symptoms first began when her battery was replaced last time in (B)(6) 2013. The patient also mentioned she had problems with her back and asked her healthcare provider (hcp) if he could remove the system in order to have a MRI and then re-implant. The patient was concerned about her other problems that began prior to implant. Additional information was requested, but was not available as of the date of this report.